Manufacturer narrative:
Manufacturer reference: (B)(4). (B)(4). Since catalog# is unknown the 510(k) could be either k073374 or k061815. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "on (B)(6) 2008 [pt] was implanted with a cook celect filter at (B)(6)." Additional information received 10dec2015: "the filter was removed on (B)(6) 2014 at (B)(6). The reason for retrieval is listed as fracture of device puncturing aortic artery." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Description according to short form complaint field: it is alleged that "on (B)(6) 2008 (pt) was implanted with a cook clect filter at (B)(6) healthcare in amarillo, texas." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 12/07/2015 as follows: the plaintiff allegedly received the filter implant via right common femoral vein on (B)(6) 2008 due to pe. CT report from (B)(6) 2013 alleges ¿the broken posterior main strut appears to be touching the vertebral body causing a bony shell around it. The other 3 man (sic) struts and 4-5 minor struts also appear to pierce through the ivc. The distal leg of the left main strut does appear does appear to be in the aorta, but will defer to final read.¿ the ppf states the device was removed on (B)(6) 2014. Records from the removal procedure are incomplete, and plaintiff alleges he has back pain ¿due to a strut still lodged in [his] spine.¿ the plaintiff alleges fracture, migration, organ perforation, bleeding, tilt, device unable to be retrieved, back pain, and intermittent inability to walk.

Manufacturer narrative:
(B)(4). Catalog number: unknown but referred to as a cook celect filter. Since catalog number is unknown the 510(k) could be either k073374 or k061815. Summary of investigational findings: since no device or imaging studies have been available and only limited medical records have been made available the exact root cause for what caused the alleged fracture and perforation are unknown. Filter fracture and perforation of ivc are both well known risks in relation to filter implant reported in the published scientific literature. Rpn and lot number were not provided, why device history record cannot be investigated. However, no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "on (B)(6) 2008 [pt] was implanted with a cook celect filter at (B)(6)." Additional information received 10dec2015: "the filter was removed on (B)(6) 2014 at (B)(6). The reason for retrieval is listed as fracture of device puncturing aortic artery." Patient outcome: it is alleged that pt was injured without further explanation.

Manufacturer narrative:
(B)(4). Catalog#: unk but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k073374 or k061815. Unk as lot# is unknown. Investigation is still in progress.

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "celect, fracture; migration; organ perf.; bleeding; tilt; pain, unable to retrieve, difficulty walking". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.